Event description:
It was reported that during patient use, a ventilator alarmed but the alarm was not transferred to the nurses station. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced graphic user interface (gui) central processing unit (cpu) due to a broken remote alarm connector. The ventilator then passed all tests, calibrations and it was operating within the manufacturing specifications.